Manufacturer narrative:
H6: investigation summary three photos were received and evaluated. One photo showed the graphic side of the 3ml syringe packaging revealing the 3ml syringe (p/n 309658) to be from batch #0133147. Two photos were received showing the syringe sealed in its blisterpak. A smearing of foreign matter seen on the package interior and syringe extending from the flange to just below the 3ml grad lines. . The foreign matter appeared to be grease and was non-conforming per product specification. Potential root cause for the foreign matter defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #0133147 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 3ml ll euro 200 s/c had foreign matter. The following information was provided by the initial reporter: there is dirt in the product package.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll euro 200 s/c had foreign matter. The following information was provided by the initial reporter: there is dirt in the product package.